Event description:
During a routine follow-up, no capture and low sensing were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.